Event description:
It was reported hole in the PICC line. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp4327 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were abundant throughout the sample and a needleless injection cap was attached to the luer adapter. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded by blood products. When flushing with the infusion set attached, leakage was observed at the junction between the luer adapter and the injection cap. Microscopic inspection of the luer adapter revealed deformation of the threads. Inspection of the luer adapter using an iso taper gauge revealed the luer to be too large. The gauge could be fully inserted into the luer orifice. The leakage at the luer interface appeared to be caused by the too-large luer orifice. The luer thread deformation suggested that over-tightening of luer-lock accessories likely contributed; however, it could not be determined if an additional unidentified factor(s) also contributed. A review of the manufacturing quality and inspection records for the specific lot involved found no potentially related issues encountered during the manufacture and assembly of that product lot. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The condition of the sample indicates that the damage may have occurred during use; however, the cause of the complaint is unknown at this time. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. H3 other text : evaluation findings are in section h11.

Event description:
It was reported hole in the PICC line. No other information was provided.